Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain and syndrome type I. It was reported that they were attempting to schedule the patient for future MRI and the patient mentioned that the device was not charged up because when it was working it was shocking the patient. No further information was provided regarding the shocking issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.